Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. An xtw clip (50430r1026) was successfully implanted. To further reduce tr, an additional xtw clip (50428r2120) was inserted and grasping was performed. The leaflets were unable to be grasped. However, the first clip detached from the septal leaflet and remained attached to the posterior leaflet (singled leaflet device attachment/slda). The physician stated that the second clip came into contact with the implanted clip, causing the slda. The second clip became caught in the chordae and was able to be freed from the chordae without causing damage. Upon retracting the clip back into the atrium, it was noted that the grippers would not raise. While trying to retract the clip back into the steerable guide catheter (sgc), the clip detached from the mandrel, but remained attached to the lock lines. A snare was inserted to retrieve the clip. An additional clip was then implanted to stabilize the slda, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage), difficult positioning in anatomy, and premature activation were due to procedural circumstances. The cause of the reported unable to grasp leaflets, gripper actuation issues, and difficult imaging were unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances as a snare was inserted to retrieve the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.